Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, the device was explanted for unknown reasons. No additional adverse patient effects were reported.